Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review (lot#2252622): 1) this batch of products were assembled at intima ii auto line 3 in october 2022, and packaged at r240 package line in october 2022. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos returned. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, and no leakage is found. Please refer to the attached test report. 4. Sku#383019 is an intima ii product (pvc extension tubing, y pp connector), which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection contrast media, the root cause of the complained defect is related to the wrong use of the product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked the following information was provided by the initial reporter. On (B)(6) 2024, a patient needed to inject a contrast agent to assist in the examination, the imaging nurse injected the needle back to normal, the test injection of saline 10 ml without any abnormality, the injection of contrast agent needle connected to the hose on the 2mm burst leakage of the drug. After the leakage, the nurse stopped the injection immediately, calmed the patient and replaced the indwelling needle to re-inject the contrast agent to complete the examination. This resulted in a small amount of contrast agent being wasted, leading to secondary puncture injury to the patient.